Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found the connector coiled cable damaged at the connection point on the console. To fix the issue, the fe replace the coiled cable and verified to be functioning. The safety disk was due for replacement, so the fse replaced safety disk. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a patient transport, the screen of the cardiosave intra-aortic balloon pump (iabp) froze and then the iabp shut down. The customer rebooted the iabp to restore function, but the screen froze again. No patient harm, serious injury or adverse event was reported.